Event description:
The customer used the device to check their blood glucose and obtained results of 155, 166 and 175mg/dl. Pt dosed insulin accordingly. They began to have vision trouble and couldn't hold anything. They went to the hosp and they checked their glucose at 25mg/dl. Pt was admitted for three days. Controls were not used on the system. The device was replaced and requested to be returned for an eval.